Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no nonconformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump appeared to be running, but was not delivering. They also stated that the pump was not alarming. Mmdg made multiple attempts to follow up with the initial reporter. When mmdg was finally able to speak with the initial reporter they stated that the patient had expired due to unrelated heart complications and did not provide any additional information. (B)(4).